Event description:
A (B)(4) advia centaur xp hbsag result was obtained for a patient sample. The laboratory questioned the result. Repeat testing was performed on the patient sample on three separate instruments and the results were (B)(4). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(4) results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the (B)(4) result is unknown. The quality control and calibration were acceptable. The instrument is performing within specifications. No further evaluation of the device is required.